Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and left ventricular (lv) lead were explanted due to an infection. The patient's condition was not known.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.